Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station continued to lose network connection. A field service engineer (fse) changed the ip address, and the station functioned properly. The network was confirmed to be active and functioning, which resolved the issue. The station was tested in diagnostics and by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station continues to loosen network connection. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.